Event description:
It was reported that the camera head had no image and when camera head is plugged into the unit, black screen only on monitor during a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely that the customer allegation "when camera head is plugged into the unit, black screen only on monitor" found no image due to kink twisted cable. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had no image and when camera head is plugged into the unit, black screen only on monitor during a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.